Event description:
In 2001, patient was admitted the hospital for pulmonary valve replacement. Sutures were used to attach the pulmonary valve to the pulmonary artery. Shortly after the surgery, while in the recovery room, running sutures reportedly broke and the valve separated from the artery. The patient experienced internal bleeding, suffered from hypoxic brain damage and died 2 days later.